Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that on device interrogation there were question marks in all of the data fields for histogram data. It was noted that the patient is receiving radiation therapy. The data was interpreted and the device remains in use. No patient complications have been reported as a result of this event.